Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of user facility that the device was in use with patient and the device became bent and obstructed (time in use not reported). Additional information has been requested from reporter but no additional information has been provided. No adverse effects to patient reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Two photographs of the tracheostomy tube were received for investigation. Photographic inspection found that the tracheal tube was bent and not twisted. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process showed the manufacturing operators were performing the tube curve operation as per procedure. Based on the evidence, the root cause was unable to be determined. Possible causes include that the tube was not correctly curved during assembly and not discovered during final inspection.